Event description:
It was reported that one of the patient¿s stimulation systems had to be removed in order to receive a pump and the other system malfunctioned. The reporter stated they thought the wires were loose and not connected at all spots. The reporter further stated they though this had started about two years ago. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2014-12801.

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v673442010, implanted: (B)(6) 2011, product type: lead; product ID 3778, lot# v673442030, implanted: (B)(6) 2011, product type: lead; product ID 37701, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3888-33, lot# v792971, serial# implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37743, ser al# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but they were working with a physician or manufacturing representative. The patient had an appointment on (B)(6) 2014. Additional information received reported that the patient was having an MRI of the neck for spinal stenosis. The timeframe was unknown. The patient¿s stimulator had not been working for the past 2 years. The patient was ¿never given a controller when they implanted the device.¿ patient outcome and intervention were not reported. If additional information is received, a supplemental report will be sent.